Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was kicked while the customer was playing and as a result the touch screen became shattered and unresponsive. Customer¿s blood glucose (bg) was 600 mg/dl; manual injections were delivered to address the high bg. Reportedly, customer reverted to manual injections for insulin therapy.